Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Attempts were made to obtain additional complaint information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results showed that one ple60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.